Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. There was no reported impact to the customer¿s blood glucose. Reportedly, a cartridge change was performed to resolve the issue.